Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014: product type: implantable neurostimulator. Product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2014: product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient lost weight and it caused the ins to stick out, and the device would catch and pull on thins. The weight loss caused the lead to twist and the patient noticed a bump in their back. An x-ray was performed and confirmed that the lead had twisted. The weight loss also resolved the need for the scs therapy on the lower extremities so the patient no longer needed to use the device, so it was removed. The patient still uses their other ins regularly. The patient noted that it sticks out a little, but their shoulder blocks it so it hasn't caught on anything. The patient's weight loss started in (B)(6) 2017 and they lost 125 pounds. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.